Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Patient underwent surgery and the device was explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Ipg replacement surgery may occur to address this issue.